Event description:
The customer stated that during the 12th ablation using the navistar catheter, the physician noted a decline in patient's blood pressure, and cardiac tamponade was found by echocardiography. Customer also stated that pericardial puncture was performed, and the patient was moved to ICU. A biosense webster external reference patch two other catheters were used. The physician is of the opinion that the cardiac tamponade might have occurred during the ablation, and also excessive administration of heparin might be another cause of the event. Patient's status has been reported as improved. The ablation use of the navistar catheter is an off-label use in another country.

Manufacturer narrative:
The section on precautions in the instructions for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered." Complaint product was not returned for evaluation.